Event description:
Follow-up was conducted and from the information obtained it was reported that the patient suffers from chronic vertigo and right-side foot drop and is seen on a regular basis. The nurse stated that patient complications are not related to the device performance and all device checks have been within the normal range and there are no performance issues. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient called to report that they had a bad dizzy spell and had sent a transmission to their physician but have not heard bracket. The patient also reported that they were told that their heart was "spiking" and not enough blood to the brain. The patient had noted that they have had dizzy spells on and off for two years and are on medications to control them. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).